Event description:
Patient noticed axillary swelling increasing approximately 4 weeks after treatment. Was seen in clinic 2 days later when bilateral cysts were examined, provided minocycline. Two days later the cysts erupted with warm water, leaving foul smelling discharge. Was seen in clinic and area cultured. Follow-up is ongoing.

Manufacturer narrative:
Clinic reported additional information on 01/11/2017.

Event description:
Patient received a diagnosis of hidradenitis suppurativa (hs) and continued to experience cysts. The clinic will continue to follow the patient for chronic hs and prescribing humira for symptom management.

Manufacturer narrative:
Review of lot history records for the involved devices confirmed manufacturing steps and processes were met and followed. There have been no issues with any sterile disposable manufacturing lots produced to date. Product met specifications prior to shipment.